Event description:
This case was reported by a consumer, and described the occurrence of hallucination in a (B)(6) female pt, who received super poligrip extra care with poliseal (formulation (B)(4)) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unk date, the pt began using super poligrip extra care with poliseal. An unk time later, the pt experienced hallucination, loss of balance, memory loss, disorientation, cough, bloodshot eye, pain between her toes, stumbling, bleeding from the tongue, "wobbling" while standing, and stated "everything hurt on me." She also reported a product complaint of the product oozing from under the tray. This case was assessed as medically serious by gsk. Super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were resolved. Super poligrip extra care with poliseal is manufactured in (B)(4), and the product was not available. (B)(4).